Event description:
Note: further evaluation of the file indicated that this was event was reported in manufacturer report # 3004209178-2012-00130. All further follow up information will be reported under this current mfg. Report.

Manufacturer narrative:
Extension model 748910, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; extension model 748910, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; neurostimulator model 7427v-np, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; lead model 3093-33, lot # v196154, implanted: (B)(6) 2009, explanted: na; programmer model 7435, serial # (B)(4); lead model 3093-33, lot # v199214, implanted: (B)(6) 2009, explanted: na; lead model 39286-65, serial # (B)(4) implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial # (B)(4).